Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was receiving the "replace generator soon" message for their ipg. Surgical intervention is anticipated.

Event description:
Additional information received indicated surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.